Event description:
It was reported that on (B)(6) 2025, the patient underwent the open osteosynthesis for trochanteric femoral fracture with the tfna. At the time of inserting the end cap, the surgeon complained that the locking mechanism was too hard to tighten and wouldn¿t turn itself with any effort. The inserting and fixing the end cap was eventually succeeded, but the surgeon was feeling the metallic noise while trying to make the locking mechanism down over and over. The surgery was completed successfully within 30mins delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.038.000s, lot number: 28019p0. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05 aug 2024, manufacturing site: jabil bettlach, expiry date: 01 jul 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.